Event description:
Rn asking if they could use co2 for use with the easyspray. The rn mentioned that an air emboli occurred during the application of a product. She would not name the product. The rn states it was surgeon error and they will not provide additional information as to what happened. She stated during a case, tisseel was being applied to a closure port and the event occurred. Very limited on details and did not want to discuss. Additional information received by rep (associate director, medical affairs) in 2009: (rn) confirmed that it was the easyspray that was used during the case in question rep reiterated her original question of the ability to use co2 instead of air or nitrogen with the easyspray. Rn stated that the device worked properly, and they have decided to continue to use air, but needed to be careful to follow the safety guidelines. The reporter, is not allowed to give any patient information and has provided us with the name and contact information for their risk management liaison.

Manufacturer narrative:
Baxter medical assessment: from the limited clinical data available an air embolism occurred when tisseel fibrin sealant had been applied with an easyspray device. The recommended gas for the easyspray device is compressed air or nitrogen. The user error that probably occurred was the use of co2. Since it is unclear if the use of co2 or the inappropriate handling of the spray device (maximum pressure 2 bar and minimum distance 10 cm) a causal relationship cannot be excluded. The instructions for use clearly reflect the measure for the correct operation and presentation of air embolism. User retraining performed during follow-up with nurse. Md safety officer.